Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet displayed alert 32 indicating a delivery motor communication error, remained unresolved after multiple restarts, and continued to prompt a repetitive software update, during which the user experienced hyperglycemia with blood glucose exceeding 400 mg/dl for several hours and drowsiness. Symptoms included hyperglycemia and drowsiness. Outcomes included temporary impairment with no hospitalization, no professional medical intervention, and no assistance required. Investigation included customer interview, device data review via mobile app sync instruction, and case assessment for a motor processor communication malfunction. Investigation of this device revealed a delivery motor processor communication failure consistent with a device malfunction in the delivery motor subsystem, with no evidence of user error or external clinical factors. It was concluded that the cause was a device malfunction due to a delivery motor communication fault.